Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The patient was seen today for a follow up and made the statement ¿I hate this thing, I hate the feeling of it and it does not help my pain¿. The device was reprogrammed to try to obtain coverage of the patient¿s pain pattern. The patient stated, she liked ¿this one, its covering my back and not too much in my legs, that¿s what I wanted¿. The doctor suggested the patient should give this program a try to see if it helps decrease her pain. That was the plan for now. The patient was going to use it for a week or so to determine if she wants to keep the system or remove it. It was further reported that the patient was having their system explanted on 2014 (B)(6). It was further reported that the patient got their device explanted. The device was not going to be returned for analysis. The patient outcome was unknown because, the manufacturer representative was not present for the surgery. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.